Manufacturer narrative:
Part separation, driver roll with batch number part of cartridge broken off. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: batch number k00z8k. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the returned cartridge had a deteched pan, was broken in pieces, had a rolled driver, and was missing a wedge sled. No testing could be performed due to the condition of the cartridge returned. No conclusion could be reached as to how this damage occurred. Co strives to understand each incident as it occurs in order to continuously improve products.

Event description:
During a laparoscopic assisted vaginal hysterectomy on the sixth firing a loud crunch was heard when firing the device. When the stapler was released the cartridge stuck to tissue. The surgeon tried to get the cartridge back onto the gun and was unable to do so. Upon opening the device a 2nd time the bottom of the cartridge fell out as well. She was able to remove this laparoscopically, but in the process the blue wing of the cartridge broke off in the pt, which also was removed. The pt was notified by the surgeon about the problem with the stapler.